Event description:
A peritoneal dialysis patient has reported that her tubing set disconnected from her catheter while she slept. Patient states that she woke up because she felt wet and realized that her tubing was disconnected from her catheter. Pd nurse reports patient had extension set changed and received on dose of antibiotics as a precaution, no ill effects, effluent has remained clear. There is a sample available for evaluation.

Manufacturer narrative:
A product investigation was performed for this device. A visual insoection showed no visible damage upon receipt. The device passed all functional tests. The reported symptom was not confirmed. A review of the device history records was confirmed. There were no unexpected variances, adjustments or comments noted in the device records. A review was performed by the post market clinical department. Per the pharmacovigilance associate, the patient suffered no effects due to the leak event, and the cause of the event is undetermined. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.